Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a charge time of 20.7 seconds associated with a battery voltage of 2.58 v. The physician expressed dissatisfaction with the device longevity. No adverse patient effects were observed. Later, this device was received in the lab. No information was received regarding the explant procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated and found to have a battery status of middle of life 2. Review of device memory confirmed the reported long charge time; however, charge times remained below that which will trigger a battery status of eri. Extended charge times during mid-life is normal device function. The device was then subjected to a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device passed all tests and functioned normally. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.